Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had submerged the pump in water. The customer reverted to an alternate method for insulin therapy. There was no reported adverse impact to the customer.